Event description:
The technician alleged that when the bed was unplugged the battery light was on solid. No injury reported.

Manufacturer narrative:
The technician found that after approximately thirty seconds, or if a function is run, the battery light goes out and the bed is has no functions. The technician replaced the battery to resolve the issue.